Event description:
It was reported that the pt was experiencing increased agitation, flailing, chattering teeth and had replacement of an intrathecal catheter due to a break/cut. A percutaneous endoscopic gastrostomy tube (peg) was inserted and the pt was administered oral baclofen 15 mg every 6 hrs via the tube. The pt recovered without sequelae.

Manufacturer narrative:
.